Event description:
Boston scientific received information that during the implant procedure when the right atrial (ra) lead was tested with the pacing system analyzer (psa) it exhibited low sensing and intermittent non-capture. Once it was inserted into the device, the lead was unable to pace and could only sense. Visual inspection of the lead found that the conductor coil was stretched possibly to the point of a fracture. Subsequently the lead was attempted and not implanted. The lead has been returned for analysis. A new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.